Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attachments won't stay on.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according for information received, it was reported that the attachments won't stay on. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the attune patella drill clamp exhibits an overall worn condition consistent with constant usage for a long period of time. The observed condition appears to be consistent with the effects of repeated use and servicing over a period exceeding 12 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Although a proper assessment could not be performed since the reported mating device "attune patella drill clamp¿ was not returned for evaluation, a functional test was performed using a laboratory sample mating device to assess the retain performance of the drill clamp. The evaluation confirmed that the drill will not hold/retain correctly. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to an end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e1 facility name, h3.